Event description:
It was reported that during the procedure, switches would not loose; the unit was frozen. There was no delay or patient injuries reported but it is unknown how the procedure was completed since no backup device was available. Attempts were made to retrieve further information but no response was received from the complainant.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received pressurized. A known good and fully charged battery and foot pedal were installed in the spider 2 for functional testing. A functional evaluation revealed that the unit would not power on. The pre-pressure test jig was connected to bypass the unit¿s printed circuit board. The unit pressurized and de-pressurized as designed. The unit¿s limbs were manipulated utilizing the power, drape and foot switches for approximately 5 minutes with no issues. The unit was left pressurized for 1 hour. The unit was then manipulated again utilizing the pre-pressure test jig and it performed as designed. The complaint was confirmed and the root cause has been determined to be a failure of the unit¿s printed circuit board. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. It is recommended that the instructions for use, be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of seals.

Event description:
It was reported that during the procedure, switches would not loose; the unit was frozen. There was no delay or patient injuries reported but it is unknown how the procedure was completed since no backup device was available.